Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage from the y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 1¿ huber plus safety infusion set with y-site. The sample appeared free of obvious use residues. The safety mechanism was not engaged. The y-site luer orifice appeared elliptical. The y-site luer adapter appeared free of mechanical/compression damage. Microscopic inspection of the y-site confirmed the luer orifice to be elliptical. The elliptical shape of the housing caused slit in the valve septum to be held open. Inspection of the y-site luer orifice using an iso taper gauge revealed the luer to be outside of manufacturing specifications. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the y-site valve septum. The misshapen valve housing appeared to be the cause of the valve septum leakage. Both the lack of evidence of attempted use and the lack of mechanical damage suggested that the misshapen housing was caused during the molding/curing process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage from y site needless connection during flushing. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1860 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that leakage from y site needless connection during flushing. No other information was provided.